Manufacturer narrative:
Device evaluation: one smiths medical medfusion 4000 syringe infusion pump was returned for analysis. Visual inspection showed the pump was in good condition with no appearance of any physical damage. The tamper seal on the bottom case was broken/removed. Functional testing involved visual inspection of the interconnect board and showed a cable connector on the interconnect board was missing and the connector on the interconnect board was badly damaged. According to the investigation, this issue was a result of the customer's physical damage to the device during their pump repair process. The interconnect, main printed circuit board and power supply were replaced as well as the lcd display due to a missing pixel. Beyond device repair, no further action will be taken on this issue.

Event description:
Information was received indicating that the interconnect board was broken on a smiths medical medfusion 4000 syringe infusion pump. It was reported that the connector on the ribbon was broken. No adverse effects were reported.